Event description:
Customer reported during a routine device test, "fell to the floor". Customer's spouse tested customer and stated device read 43 points higher than previously, however no values were provided. Controls were in range. No treatment. A request was made for return product and replacement product was sent.